Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that when testing a pt sample using the architect analyzer and architect total bhcg assay that discrepant results were obtained for one pt. An initial result of "0" was generated and a repeat result of 119 miu/ml no results were reported from the lab. No impact to pt management was reported. The customer states that they were experiencing problems with controls. List number and lot number of controls were not provided.